Event description:
It was reported that an asymptomatic patient presented in the clinic after receiving an alert on merlin transmission. Upon review it was noted that there was an episode of non-sustained right ventricular oversensing as a result of crosstalk. The device was successfully reprogrammed. The patient will continue to be monitored remotely.